Event description:
It was reported that high impedances were measured during interrogation of the device. The device was not implanted. Add¿l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).